Event description:
It was reported by service report that there were no bed functions. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Result: switched connector on the main cpu board.